Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cervix inflammation and uterine bleeding on (B)(6) 2017, overweight, allergy (aspirin, codeine), abortion (1), para (5), gravida (6), painful intercourse, pelvic pain and pain on (B)(6) 2017 and ovarian cystectomy in 1995. Previously administered products included: depo provera and oral contraceptive nos. The patient had a family history of breast neoplasm. Concurrent conditions were listed as menorrhagia since (B)(6) 2017 and dysmenorrhea (severe) since 2012. On (B)(6) 2017, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with right salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.197 kg/sqm. [Pathology test] (date unknown): sections from the stumps of the fallopian tubes show evidence of foreign body reaction secondary to essure. There is some cystitis isthmica nodosa also present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cervix inflammation and uterine bleeding on (B)(6) 2017, overweight, allergy (aspirin, codeine), abortion (1), para (5), gravida (6), painful intercourse, pelvic pain and pain on (B)(6) 2017 and ovarian cystectomy in 1995. Previously administered products included: depo provera and oral contraceptive nos. The patient had a family history of breast neoplasm. Concurrent conditions were listed as menorrhagia since (B)(6) 2017 and dysmenorrhea (severe) since 2012. On (B)(6) 2017,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with right salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.197 kg/sqm. [Pathology test] (date unknown): sections from the stumps of the fallopian tubes show evidence of foreign body reaction secondary to essure. There is some cystitis isthmica nodosa also present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.